Manufacturer narrative:
Visual examination of the returned product identified signs of repeated use (nicked/gouged), the device is fractured, not all the pieces were returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. Complaint is confirmed. The lot has been in the field for approximately eleven years. It is unknown how many times the device was used. Based on the information available, root cause can be determined as normal wear and tear from repeated use during the instrument¿s field life. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the poly trial is cracked.